Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the box chisel broke when the surgeon seated the chisel into box guide.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be the box chisel broke in overload from a bending moment. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the box chisel broke when the surgeon seated the chisel into box guide.